Event description:
The customer reported that during a vaginal hysterectomy, the device jaws could not be re-opened and the device knife was protruding from the jaws while it was applied to tissue. The surgeon dissected the tissue directly adjacent to the jaws in order to remove them. There was no blood loss, tissue damage or pt injury reported.

Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.